Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed prime during basic occlusion test due to faulty force sensor. The insulin pump passed the rewind and displacement test. No motor error alarm noted. The motor passed motor test. No alarm noted. The insulin pump passed the self-test. No reset anomaly noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-rine and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.